Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were obtained by vsi/teleflex indicating a left central positioned access. Dissection proximal to the radiopaque lock and slight disruption of flow past access. The radiopaque lock is located away from the access site. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, centrally positioned access was gained utilizing ultrasound and micro puncture. Arteriotomy was 7.8mm, clear of calcification and tortuosity, with a measured deployment depth of 4cm + 1cm. No issues were encountered advancing or withdrawing the 14f expandable procedural sheaths. After completion of the tavr procedure, an 18f manta was deployed to the measured depth in the left common femoral artery. Following deployment, the access site appeared dry and intact although a post-angiogram indicated the manta anchor was positioned in the vessel, but the collagen was in the tissue tract. Balloon inflation was applied, and a follow-up angiogram continued to indicate a slight occlusion. The physician made the decision to proceed with deploying a self-expanding stent. Outcome post-procedure, the patient was stable and discharged home the following day. The root cause of the collagen deployed in the tissue tract is likely due to a formation of an occlusive dissection that likely disrupted the correct seating of the anchor against the vessel wall. Dissections are a common large-bore procedural complication; therefore, it cannot be determined if the dissection would have been created by the procedure sheath or the manta device. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices including ischemia of the leg or stenosis of the femoral artery; and local trauma to the femoral or iliac artery wall, such as dissection.

Event description:
It was reported that: the physician deployed manta per the IFU. After deployment the site looked intact and dry. When the post angio was taken it looked like there may have been a slight occlusion. They tried to balloon the area with a 6mm balloon. Repeat angio was taken, and they decided to proceed with a covered stent. Additional information: during a tavr procedure on the (B)(6) 2023, micro puncture and ultrasound were utilized to gain central access in the left common femoral artery. Vessel size was 7-8mm with no reported calcification or tortuosity. Measured depth for the manta was 4+1 and there were no issues advancing or withdrawing procedural sheaths. Blood pressure was 138/70mmhg and act was 247 prior to closure. Post procedure it was noted that the anchor was in the vessel but collagen was in the tissue tract. A stent was placed and the patient was reported as stable and was discharged the next day.

Manufacturer narrative:
Qn#: (B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: the physician deployed manta per the IFU. After deployment the site looked intact and dry. When the post angio was taken it looked like there may have been a slight occlusion. They tried to balloon the area with a 6mm balloon. Repeat angio was taken, and they decided to proceed with a covered stent. Additional information: during a tavr procedure on (B)(6) 2023, micro puncture and ultrasound were utilized to gain central access in the left common femoral artery. Vessel size was 7-8mm with no reported calcification or tortuosity. Measured depth for the manta was 4+1 and there were no issues advancing or withdrawing procedural sheaths. Blood pressure was 138/70mmhg and act was 247 prior to closure. Post procedure it was noted that the anchor was in the vessel but collagen was in the tissue tract. A stent was placed and the patient was reported as stable and was discharged the next day.